Manufacturer narrative:
The technician found the ground wire was loose at the power cord plug. The technician tightened the connection to repair the bed.

Event description:
Information received indicates the ground reading is exceeding the bed specification.